Event description:
It was reported that the patient passed away due to multi organ failure. It stated the outcome was not device or therapy related. The patient's death was related to health condition. The pump was working as intended during the time of support. An autopsy was not performed and would not be provided. The pump was not explanted.

Manufacturer narrative:
H6-3261 - multiple organ dysfunction syndrome. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported multi organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including death, and multiple types of organ failure and dysfunction. No further information was provided. The manufacturer is closing the file on this event.